Manufacturer narrative:
A united states (us) customer noted a false positive human chorionic gonadotropin (hcg) result on a dimension exl 200 analyzer and contacted siemens. Siemens reviewed the service history and observed the system check had failed, the drains were cleaned, the analyzer ran sample and reagent probe cycles, and the last hcg calibration was on (B)(6) 2024. Siemens dispatched a customer service engineer (cse) to the customer site to service the reagent probe (r2). The cse performed service, which included replacing the r1 and r2 tubing and probes, r1 transducer, and cleaning the r2 drain. The cse checked the alignments and ran a system check, and the dimension exl 200 performed as specified.

Event description:
The customer noted a false positive human chorionic gonadotropin (hcg) result on a dimension exl 200 analyzer with serial number (B)(6). The customer reported the result, and the physician(s) questioned the positive result because the patient was not pregnant. The customer did not perform repeat testing and the physician(s) stated that the patient was not pregnant and expected a result <5. There are no known reports of patient intervention or adverse health consequences due to the event.